Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not deliver the correct amount energy while using internal paddles during a patient event. The customer did not provide information on how it was determined that the correct energy was not delivered. The customer also advised that when testing their device using hard paddles, the device displayed an ¿abnormal energy¿ message when delivering defibrillation therapy into a defibrillation analyzer. In addition the energy output registered low on the defibrillation analyzer. At the 100 joule setting, the output was 3 joule. In this state, the device may not have the ability to deliver appropriate defibrillation therapy. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
The device was returned for evaluation therefore, concomitant medical products has been updated accordingly with the new information. Physio-control evaluated the customer's device but was unable to duplicate the reported it. Physio evaluated the customer's hard paddles assembly and observed damage to the internal wiring of the assembly. This damage would lead to the symptoms that was reported. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The customer was provided with information to replace their hard paddles assembly. Physio-control determined that it's reasonable to conclude that the likely cause of the reported issue was due to the damaged wires in the hard paddles assembly.

Event description:
The customer contacted physio-control to report that their device did not deliver the correct amount energy while using internal paddles during a patient event. The customer did not provide information on how it was determined that the correct energy was not delivered. The customer also advised that when testing their device using hard paddles, the device displayed an ¿abnormal energy¿ message when delivering defibrillation therapy into a defibrillation analyzer. In addition the energy output registered low on the defibrillation analyzer. At the 100 joule setting, the output was 3 joule. In this state, the device may not have the ability to deliver appropriate defibrillation therapy. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.